Event description:
It was reported to boston scientific corporation that a ultratome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the physician cannulated the papilla with the device. The device was placed half way into the papilla, to the point of the green marker on the device. The assistant bowed the device to cut the papilla a little bit. In order to cut the papilla completely, the assistant wanted to bow the device completely but the cut wire broke; no part of the cut wire fell into the patient. The procedure was completed with another ultratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a ultratome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the physician cannulated the papilla with the device. The device was placed half way into the papilla, to the point of the green marker on the device. The assistant bowed the device to cut the papilla a little bit. In order to cut the papilla completely, the assistant wanted to bow the device completely but the cut wire broke; no part of the cut wire fell into the patient. The procedure was completed with another ultratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken and the broken end of the cut wire appeared burnt/blackened. The broken section of the exposed cut wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire, that attaches to the anchor, was missing. The detached section of the cut wire was not returned with the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire broke. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.